Manufacturer narrative:
The involved devices were investigated by the distributor onsite at a local (B)(4) dealership. A simulation of the patient¿s data was placed on the monitor and the monitor placed in the vicinity of the (B)(4) sportage vehicle. While the monitor was active the (B)(4) was checked for (1) keyless door opening, (2) keyless door closure, (3) keyless vehicle starting, (4) keyless vehicle shut down, and (5) vehicle test drive. During these tests the monitor and the vehicle functioned without any issues or problems. The customer stated event was not reproducible and there was no trouble found. This investigation is considered complete and the issue closed.

Manufacturer narrative:
The involved devices were investigated by the distributor onsite at a local (B)(6) dealership. A simulation of the patient¿s data was placed on the monitor and the monitor placed in the vicinity of the (B)(6) vehicle. While the monitor was active the (B)(6) was checked for (1) keyless door opening, (2) keyless door closure, (3) keyless vehicle starting, (4) keyless vehicle shut down, and (5) vehicle test drive. During these tests the monitor and the vehicle functioned without any issues or problems. The customer stated event was not reproducible and there was no trouble found. This investigation is considered complete and the issue closed.

Manufacturer narrative:
It is possible that even though the lifecard holter product complies with regulatory standards for emc emissions, the noise produced could interfere with the car if the car is susceptible to noise. The problem lies with the car, but the patient is at risk should a motor vehicle accident occur. Spacelabs has launched an investigation of this issue and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that a patient wearing a lifecard cf 24 hour monitor model lcf experienced a disruption on his car's keyless ignition and door locks on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
(B)(4)